Manufacturer narrative:
The date of this report was inadvertently documented as (B)(6) 2016 on the initial report. The correct date was (B)(6) 2016. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the lock sleeve was loose, the device was emitting a grinding noise and the bearings were damaged and corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified dental surgical procedure, it was observed that the locking mechanism on the burr attachment device was broken. There were no delays to the surgical procedure. A spare device was available for use. The surgery was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.